Event description:
It was reported that one day post implant, the patient experienced tamponade. A pericardial tap was performed to remove blood. Four days later, the patient underwent open heart surgery to place a patch over the area where the right ventricular lead helix was positioned. No obvious perforation or bleeding site could be observed. The lead remains in use. No further patient complications have been reported as a result of this event; the patient has had good health and the matter has been completely resolved.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns.